Event description:
Complainant alleged that while attempting to treat a pt the one-step electrode cable connector was damaged and unable to connect to the adapter. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the clinician obtained another device to continue treating the pt.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.